Event description:
The customer reported, "image created on hard drive and it cannot be retrieved." The customer described a data loss event. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.